Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited high out of range shock impedances. A lead revision was performed, the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.